Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket was introduced over a guidewire into the common bile duct with no issues. When an injection of contrast was attempted the contrast was seen exiting from the top of the catheter just distal to the basket handle. The device was removed from the endoscope and the procedure was completed with another trapezoid rx lithotripter compatible basket device. The there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. This event has been deemed a reportable event based on the investigation results; sheath torn and side-car push-back.

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back and the sheath was found to be buckled in multiple areas and torn near the heat shrink. Functionally the basket failed to extend due to the damage noted to the sheath and the heavy residue. Additionally water was injected through the device and a leak was noticed near the heat shrink where the sheath was torn. The basket was then extended and the wires were found to be crossed but not deformed. The condition of the returned incident device was consistent with the complaint that the device leaked. However during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back and the sheath was torn and buckled. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along with heavy contrast residue, causing the sheath tear and limiting the device performance. The device history record review confirmed that all accepted devices met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).